Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, jun 17th, 2021, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the device tested positive for mycobacterium spp. (5-25 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, steelco ew 1, using peracetic acid. There was no report of infection associated with this report. The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water channels of the device. The testing result cleared the (B)(6) guideline. Then, (B)(4) inspected the device and confirmed the following: the adhesive of the light guide cover glass and the adhesive of the ccd cover glass were porous. The adhesive of the bending section rubber was worn. The air/water cylinder and suction cylinder were worn. Moisture had entered the inside of the endoscope connector. The valve of the venting connector was corroded. The reported event may have been caused by insufficient reprocessing by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the information provided by the user facility regarding the reprocessing method, but could not find any obvious deviation from the instruction manual. From the inspection result of the device, it was confirmed that the inside of the device was flooded. This may have caused the reported event. At the user facility, cases similar to the reported event has occurred in the past. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing conducted by the third party laboratory after reprocessing by olympus (B)(4) cleared the (B)(6) guideline. However, based upon the past similar cases, the reported event may have been caused by the following: there was a difference in the reprocessing method of the device performed by the user facility and (B)(4). Contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.